Manufacturer narrative:
Device mfg records were reviewed. Results: review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated a patient had developed an infection that required explantation of the vns generator and lead. The explant products were discarded by the hospital. Attempts for further information from the reporter have been unsuccessful.